Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported to the MFR that the vns pt experienced an infection in her neck region and generator site starting in (B) (6) 2010. The pt was implanted with the vns device on (B) (6) 2010. The lower end of the incision site got infected following a thickening in the tissue in the neck region. Later in the month, the pt pulled a suture out of her neck region and pus came out with the suture. The pt was put on antibiotics for ten days, but after the seventh day another suture came out with pus. Two weeks later, another boil appeared. The swelling and redness improved at the generator site with antibiotics but the condition at the neck region persisted. The pt saw another surgeon in (B) (6) 2010 who diagnosed that the pt's infection was related to her chronically infected tonsils. The physician indicated that the pt's tonsils have been infected for several years now. The pt's neck region was aspirated on (B) (6) 2010, and cultures were taken. Pt was put on more antibiotics. There has been no pt manipulation or trauma at the device site. Following aspiration of neck area, fluids were sent for testing. No more bacteria have grown and the area remains sterile. The physician decided to explant the device and tonsils at the same time which is still pending.